Event description:
Pull pin fractured at top of thread while compressing device. Device was removed and a new one was inserted successfully.

Manufacturer narrative:
Root cause: loose pull pin. If the pull pin is not firmly seated then it is suspectable to pin breakage during compression. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned device was visually inspected. The threads on the pull pin, which lock the pull pin into the screw, were not seen. These threads were broken off during the event.